Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during a meniscal repair, the t2 implant of the fast-fix 360 got pulled out from the meniscus. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct shows t1 is missing and t2 has broken and is missing its distal tip. The delivery needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. The condition of the device indicates it was bent during use likely contributing to the reported failure. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.